Manufacturer narrative:
(B)(4). Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd sedi-40 there was an issue with leakage. It was stated ¿elevated results have been noticed by clinicians. Lab has 2 sedi-40 units, therefore they have checked the same samples on the second instrument, which showed normal results. Erroneous results are suspected on the subject instrument.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd sedi-40 there was an issue with leakage. It was stated ¿elevated results have been noticed by clinicians. Lab has 2 sedi-40 units, therefore they have checked the same samples on the second instrument, which showed normal results. Erroneous results are suspected on the subject instrument.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that although there was some damage to the cover, the instrument was verified to be operating within the correct parameters. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Based on evaluation of the customer's instrument, the instrument was operating correctly. A root cause could not be determined relating to the erroneous results observed by the customer.